Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a drawer issue. A field service engineer replaced the drawer, reloaded the cubie pockets, did a firmware upgrade in the hardware test application and configured the drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer had damaged rails. The customer stated that the malfunction occurred when the user was trying to issue the medication to the patient and the user could still get medication. There was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.